Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture (loc) for an unspecified reason. It was noted that prior to this the lv lead had been programmed to maximum outputs. A revision procedure was performed where the lv lead was surgically abandoned and replaced with an epicardial lead per the physician's request no additional adverse patient effects were reported.